Manufacturer narrative:
Evaluation of the returned smart coil confirmed the embolization coil was still intact with the pusher assembly. The pet lock was separated, the pull wire was not present on the proximal end of the pusher assembly, and the pull wire was still within the pusher assembly ddt alignment feature. This indicates that the pull wire may have become fractured, possibly due to the multiple detachment attempts made using the handle and manual detachment during the procedure. Further evaluation revealed pusher assembly kinks and offset coil winds along the embolization coil. This damage may be incidental to the reported complaint and may have occurred during packaging for return to penumbra. The root cause of the reported event could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the root cause of smart coil detachment issue h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils) and a smart coil detachment handle (handle). During the procedure, the physician successfully detached smart coils using the handle. While attempting to detach the next smart coil, the coil would not detach after approximately five attempts were made to detach it. The physician made an attempt to detach the smart coil manually without success. Therefore, the smart coil was removed. The procedure was completed using additional smart coils and the same handle. There was no report of an adverse effect to the patient.